Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead was part of a system revision due to infection with sepsis and hematoma. Reportedly, the patient's incision was black and oozing at wound check. Cultures were taken and the physician confirmed hematoma. The physician noted that the deeper layers of pocket did not appear infected and a drain was also placed. The patient was treated with intravenous antibiotics. There were no additional adverse patient effects reported. The ra lead was explanted.